Manufacturer narrative:
At this time, no additional information is available and records indicate that this lead remains implanted. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that the patient implanted with this lead, and another manufacturer's device, experienced a syncopal episode. Technical services discussed testing the device and leads.